Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025, as part of f the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " on (B)(6) 2025, the subject was randomized into the study. While enrolled, the patient experienced the serious adverse event of generalised tonic clonic seizure which led to hospitalization. On (B)(6)2026, the subject experienced an episode of seizure which lasted approximately four minutes. The subject's wife administered midazolam and called the ambulance. The subject was presented to the accident and emergency department (a&e) on the same day. While the subject was in a&e department, the subject experienced another episode of seizure. Hence, the subject was initiated on clobazam (10 mg once daily). On the same day, the subject was admitted to hospital. Additionally, the subject was awaiting to undergo MRI scan. Relevant laboratory tests, vital signs, and physical examinations were not available during this report. Treatment for the event included: midazolam (on (B)(6) 2026). Other treatment medications included: clobazam (10 mg/qd/oral, from (B)(6) 2026 to (B)(6) 2026) for seizures, and lacosamide (5 mg/bid/oral, from (B)(6) 2026 to (B)(6) 2026) for seizures. Treatment with pembrolizumab or placebo was previously temporarily interrupted on (B)(6) 2026 due to rave #7 (B)(4). No action was taken with study device, and temozolomide due to this event. The event subsided after interruption of pembrolizumab or placebo and did not reappear after reintroduction. On (B)(6) 2026, the event was considered resolved. On (B)(6) 2026, the subject was discharged from hospital. Initial information was received on february 16, 2026, and the follow up information was received on february 25, 2026.

Manufacturer narrative:
The investigator considered the event of generalised tonic clonic seizure meddra preferred term: generalised tonic-clonic seizure), grade 3/severe in intensity, to be not related to pembrolizumab or placebo, possibly related to study device, not related to temozolomide and not related to study procedure. Alternative causality was due to pre-existing condition, and concomitant medication. Additionally, per the investigator, the study device is known to cause a low risk for inducing seizures. The sponsor considered the event of generalised tonic clonic seizure meddra preferred term: generalised tonic-clonic seizure), grade 3/severe in intensity, as not related to pembrolizumab or placebo, not related to study device, not related to study procedure, and not related to temozolomide. The subject's underlying condition of glioblastoma characterized by a right frontal lesion at presentation and cerebral edema, together with a documented medical history of prior ongoing seizures and multiple neurological symptoms prior to the event, including left-sided weakness and tremors, constitute established risk factors for breakthrough generalized tonic-clonic seizures. Additional information has been requested from the site, and the case will be reassessed upon receipt of further details. The event of generalised tonic clonic seizure (meddra preferred term: generalised tonic-clonic seizure), grade 3/severe in intensity, is considered unexpected for study device as per current reference safety information [ib version 1.0 dated 19-mar-2024]. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).